Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The IFU notes that the safety and effectiveness of the trabecular micro bypass stent has not been established for implantation of more than two (2) stents in one (1) eye. MFR# reference: (B)(4).

Event description:
It was reported that the trocar broke during the implantation of one (1) of two (2) stents from a trabecular microbypass stent system. Reportedly, a back-up device was used to successfully implant an additional two (2) stents, for a total of three (3) stents. Per report, the patient status was described as the operative eye and intraocular pressure "look good" and patient is happy. Additional information is being requested.

Manufacturer narrative:
Additional information: an evaluation of the returned device was completed, and the x-ray revealed that the cam assembly was activated three (3) times and no stents were found. The trigger button motion was functioning as intended, and the device was able to actuate all remaining positions. The device was disassembled and visually inspected. The injector¿s trocar was found broken. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing internal procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing internal procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. Further inspection identified surface features of the trocar indicating a tensile failure. There were obvious signs of necking and witness marks on the trocar, which indicate a significant force from the stent. The device was disassembled and visually inspected. No other non-conformance's related to the reported event were found. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily bias trocar during the deployment of the second stent. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, the trocar remnant was unable to be visualized in the right operative (od) postop. There was no report of adverse patient impact, and no further intervention required. Reportedly, the patient's current status was described as "good" with the glaucoma being monitored.